Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only

Event description:
The customer stated that morphine and precedex were to be infused. The tubing was primed with 2ml and hung with ivf through a trifuse into the distal port of the cvl. After initiating the infusion, the morphine syringe had a higher volume then what it originated with, 52mls. The precedex infusion showed 49 mls, even though it started at 50ml and was also primed with 2ml. There was no report of patient harm.

Manufacturer narrative:
Correction on follow-up.

Event description:
The customer reported a discrepancy in the syringe volumes while infusing morphine, precedex and ivf via a trifuse into the distal port of a cvl. They stated there was more volume remaining after initiation of the morphine infusion than prior to initiation of the infusion. After initiating the morphine infusion and priming the tubing with 2ml, the 50ml morphine syringe had a volume of 52mls. The 50ml precedex syringe was also primed with 2ml, however it had a volume of 49 ml.

Manufacturer narrative:
The customer¿s report of more volume remaining after initiation of morphine than what it originated with was not confirmed. Analysis of the pcu event log on (B)(6) 2018, syringe module s/n (B)(4) was programmed to infuse morphine drip neonate 2mg/1ml at a rate of 0.39ml/hr, however the other 2 devices that were attached were not infusing precedex. Pump module s/n (B)(4) was in use and infusing maintenance fluid < 5kg (drugid 361) at a rate of 1ml/hr and syringe module s/n (B)(4) was in use and infusing an unidentified medication at 1.33ml/hr. (B)(6) 2018 at 07:34:56 am, unit c selected. A 50ml bd syringe was selected with 50.0356ml detected. Morphine drip neonate 2mg/1ml programmed through guardrails. Concentration was 2mg/ml, rate 0.39ml/hr, dose was 0.1902mg/kg/hr. The infusion was started. The user selected yes to the clinical advisory ¿dose exceeds guardrails limit of 0.04mg/kg/hr. Proceed?¿ 07:40:23 am, unit c alarmed for check syringe. Pvi = 0.0302ml 07:40:23 am, unit c selected. Unit c alarmed, clamp open. A 50ml bd syringe with 50.3198ml detected. 07:40:39 am, unit c alarmed for clamp closed. Pvi = 0.0302ml 07:40:40 am, user restored the previous infusion at 0.39l/hr (dose = 0.1902 mg/kg/hr) and started the infusion. The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 0.04mg/kg/hr. Proceed?¿ pvi = 0.0302ml 08:38:49 am, unit c channeled off. The device became idle. Pvi = 0.4072 ml the pcu event log also shows no activity observed in the log for the timeframe around 2130 on (B)(6) 2018. The root cause of the customer¿s report of fluid volume discrepancy was not identified.